Event description:
Pt reported that the active sys generated a result of "lo" (<10 mg/dl) without having first applied blood or control solutions to the test strip. Pt did not modify therapy based on this result. No pt injury was reported and no treatment was rec'd. The unexpected result was generated in the pt's home. Technical support requested the return of the suspect prod and replacement prod was shipped.